Manufacturer narrative:
As reported, the balloon of a 5mm 10cm 155 saber rx percutaneous transluminal angioplasty (pta) was used but it ruptured within its nominal pressure. Therefore, the device was replaced with another 6mm x 10cm saber and the lesion was inflated. The procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery which had calcification. An ipsilateral approach was made. An unknown guidewire crossed the lesion. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82200014 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information to include: phone number: (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm 10cm 155 saber rx percutaneous transluminal angioplasty (pta) was used but it ruptured within its nominal pressure. Therefore, the device was replaced with another 6mm x 10cm saber and the lesion was inflated. The procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery where had calcification. An ipsilateral approach was made. An unknown guidewire crossed the lesion. The device will not be returned for evaluation as the device was discarded in the hospital.